Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating both pumps were exhibiting no disposable, clamp tubing, when the smiths medical, cadd medication cassette was attached. It was reported the end user changed to a new cassette which resolved the alarming. No adverse patient effects were reported. No additional information is available at this time